Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). When the affected devices were returned to the manufacturer, reportable damage (possible retention of the polmer jacket fragments in the patient's vasculature) was recognized for the first time; therefore, the manufacturer's awareness date is considered the date the affected device was returned. The chikai black guide wire was returned for evaluation. The outermost polymer jacket was stretched and torn at approximately 25mm from the tip. The stretched inner and outer coils were exposed for approximately 50mm from the tip due to tearing of the polymer jacket. The ball tip remained intact, indicating the coils remained in one piece. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed tearing of the polymer jacket. The applied stress would localize and therefore exceed the product design limit due to increased resistance with the concomitantly-used microcatheter, tearing the polymer jacket that was stretched along with the coils. The wire tip and/or the concomitant microcatheter was likely deformed by tortuous anatomy and thus deteriorating lubrication properties of either device and increasing resistance between the two devices. It was concluded that this event was not attributed to product quality. Although no adverse patient effects occurred, it was unable to completely rule out a possibility that fragmented polymer jacket might be left in the patient because of the severity of damage. No CAPA will be taken. Instructions for use (IFU) states: [indications for use] this guide wire is intended for use only in the neuro vasculature. [Precautions] if the guide wire meets resistance with the device used with the guide wire, do not apply an excessive force. If there is abnormal resistance, remove the whole system from the patient's body, and check the cause of the resistance. [Malfunction and adverse effects] coming off of coating.

Event description:
It was reported that the tip of an asahi chikai black guide wire had damaged during a transcatheter arterial embolization (tae) of the heavily tortuous iliolumbar artery. Before stent graft placement, the guide wire was used with an unspecified microcatheter for embolization when resistance with the microcatheter was met. Upon removal of the guide wire, damage on the tip was noticed. The damaged guide wire was simply replaced with a new guide wire. The tae was successfully completed. There were no adverse patient effects associated with this event. The patient was reportedly fine after the procedure.